Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device vent inop; spi bus failure. No patient involvement reported.

Manufacturer narrative:
Root cause: multiple attempts were made to try to duplicate reported problem my stretching and twisting the cable in numerous directions. No signs of lost signals or error codes were produced. This da to mc board cable rev e (date code: 1401) was tested and no failures were identified.